Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously low troponin (accutni) and tbhcg results generated by the unicel dxc 600i synchron access clinical system. The initial accutni results were in the range 0.00-3.49ng/ml and upon repeat on a different instrument, they were in the normal reference range. The initial tbhcg result was 0.00miu/ml and upon repeat was in a higher clinical category. The erroneous results were reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was na heparin without a gel barrier. Qc is performed twice daily and was within the established ranges prior to and after the event. A field service engineer (fse) was on site (B)(4) 2010. Fse performed repairs and replaced some hardware. Although hardware issues may have contributed to this event, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.